Event description:
It was reported that the patient presented three months after initial implant with atrial oversensing, it was determined that the setscrew of the implantable pulse generator (ipg)was not completely tightened. The device set screws were retightened and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).